Event description:
It was reported by the customer that at bd pyxis¿ medstation¿ es cubie was failed to release. Medication could not be accessed. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 3 similar complaints with the same failure mode for this serial number. ¿ case: (B)(4) ¿ 10wmspcu cubie will not recover ¿ case: (B)(4) ¿ failed storage space. Unable to recover. Message states maintenance required 10spcun ¿ case: (B)(4) ¿ 10spcus drw 4.2 keeps on failing and the row of b cubies has an error read, write, and or invalid cubie and not detected on bus a review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 4.2 pockets b1 and b3 failed with read/write error and would not release. A field service engineer logged into the hardware test application and released the cubies, then went into the medes app and recovered with cubie not their unload/release. Customer went into the cubie map, installed new cubie then assigned and loaded the medication into the new cubie to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.